Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 203 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.